Event description:
Dr - a plastic surgeon - during an expander / implant exchange, re-used two single use sizers that she had previously used in another women. She had the surgical center's tech re-sterilize them and store them in a tub to be used over and over again. The surgical center discovered this and confronted the dr. They never informed her patients. Five of us, women who had this procedure got an infection after a couple of weeks and within 4-6 weeks, we all lost one of our implants. We all got an infection - microbacterium fortuitum. Some were treated in the beginning but I wasn't. I'm still testing positive for this infection 18 months later. We all have had to have multiple extra surgeries because of this event.